Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
The lens sample was returned to the manufacturer for evaluation. The lens was received cut and with a detached haptic. The sample was inspected at 10x microscope magnification. Visual inspection revealed that lens received had a crack in the optic zone and also had a haptic with a piece of the optic zone detached. What appeared to be viscoelastic residue and surface residuals (fiber/particles) were observed. The lens condition is consistent with a lens that has been handled and inserted and removed from the patient's eye. The manufacturing record review was performed. During the manufacturing record review (mrr) of the production order for this serial number no deviation was generated when this production order was manufactured. The documentation shows that the production order was manufactured according to specifications. The product met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that the intraocular lens (iol) was removed and replaced during the initial procedure due to the patient having weak zonules. An incision enlargement was required. The lens was replaced with an anterior chamber lens. No further information was provided.